Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage from biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following issues: deformed ceiling plate, dent in the switch box, wear on switch 1, deformed free/engage knob, third-party repair performed on the free/engage knob, crack in the suction connector cover, corrosion in the forceps channel port, crack in the scope connection cover case unit, dirty plug unit due to water leakage, dirty circuit board unit in the suction connector due to water leakage, dirty cable unit due to water leakage, corrosion in the scope connector cover unit due to water leakage, peeled label on the suction connector due to damage on the channel tube, loss of water tightness due to discoloration of the light guide lens, uneven illumination due to damage on the bending tube, up direction bending angle not meeting standard value, breakage in the light guide bundle, chip in the light guide lens, chip in the adhesive on the bending section cover or distal sheath, buckling in the connecting tube, inability to supply water due to clogging of the jet tube or auxiliary channel in the control unit, and buckling in the universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii colonvideoscope displayed no restorable image. It was unknown when the issue occurred. The device was returned for evaluation. During the device evaluation, it was found that there were remains of white foreign material in the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.